Manufacturer narrative:
Product complaint # (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: journal of urology. 2019 apr; conference: american urological association annual meeting, aua 2019. United states. 201 (4 supplement 1) :e1204. (B)(4).

Event description:
Title: autologous fascia lata spiral sling anal sphincter reconstruction for improved fecal continenc. This study discussed about a new surgical technique utilizing autologous fascia lata (afl) to provide external, circumferential coaptation to the anal sphincter to improve fecal continence. Since november 2016, 19 patients (female=18, male=1; mean age = 66 years) underwent afl spiral sling anal sphincter reconstruction for improved fecal continence. During the procedure, afl sling was secured using 2-0 vicryl sutures (ethicon) to fix the 2 ends of the sling material to provide adequate coaptation and tension. Reported complications included failed or still had residual fecal incontinence (fi) (n=6); wound dehiscence/infection (n=2). In conclusion, afl spiral sling anal sphincter reconstruction is a simple, minimally invasive procedure that utilizes the patient's own tissue and can be performed in patients who have failed prior fi procedures."